Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was inserted, and after one week, it had ruptured. The statlock connector included in the complete kit was used. The catheter was placed a week ago and had to be removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc catheter was returned for evaluation. An initial visual observation of the photograph showed a powerpicc catheter with a split in the catheter tubing. The split was observed to be located slightly distal to the distal tip of the molded joint. A large substance which appears to be use residue was observed distal to the split location. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.